Event description:
It was reported that during the pta treatment procedure, the ptfe coating on the amplatz super stiff guidewire was found to be peeling off of the wire. The device was advanced through a brite tip 8 fr sheath. After crossing the lliac artery lesion, resistance was encountered maneuvering the jomed manufactured fox balloon over the guidewire. Following removal of the balloon and guidewire, the physician noticed the ptfe coating had peeled off of the guidewire. A new device was used and the procedure was successfully completed. No patient injuries or complications were reported. The patient's status was reported as 'good'.